Event description:
A complaint for damages was filed against sunbeam alleging a humidifier caused fire damage to plaintiff's home.

Manufacturer narrative:
The humidifier appears to have been rewired to eliminate the tco thus allowing the heater to continue heating when the thermostat fails to open and remove power to the unit. It is not known what other modifications were made to the unit allowing the unit to overheat.